Event description:
It was reported that a user started a new dexcom g7 sensor that paired to the dexcom app but did not display on the ilet until the user re-entered the pairing code in the ilet cgm menu after toggling the sensor type, after which the sensor entered warmup and glucose readings appeared on the pump without further issues. Symptoms included no adverse health effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included review of device logs and guided troubleshooting with user education on correct cgm sensor selection and code submission. Investigation of this case revealed that the initial lack of cgm data on the ilet was attributable to user setup error related to pairing code entry and sensor type selection, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction contributed to the event and that product was functioning as designed.